Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt felt stimulation in the hip and knee, and no in the back where he previously felt it. The pt suffered a fall four years ago, and the surgeon indicated that he though the system may have moved a bit. No additional info was provided regarding that event. It was also reported that the pt had to increase his amplitude over time, and had been told that the implantable neurostimulator was nearing the end of battery life. Additional info has been requested, but was not available as of the date of this report.